Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs department. No additional info is available at this time. Additional follow-up info may be obtained by the clinical affairs as it becomes available. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
At study subject enrolled in the trident tritanium acetabular shell revision study (B)(6) was determined to have previous implants mfg by stryker. The reason for revision was listed as loosening of the acetabular cup.